Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had theirs inserted a year ago. The test worked great, and I was soooo excited! I had it and it has not worked at all. I have changed the programs and levels as much as I can and nothing. In fact I think it makes things worse! So dissapointed. Additional information was received from the patient on 2025-05-12. The caller mentioned they had a great test week with the external device, with a 90% improvement in their symptoms, but once the internal device was installed, there was no improvement at all. The caller added that since the implant, they have tried every setting and program and have not found anything that works. The caller noted that they can't get beyond 1.5 on any of the settings without feeling extreme discomfort and having to turn the therapy off. The caller also noted that at night they have a lot of discomfort trying to sleep because they are a side sleeper, and it is very uncomfortable at night with the buzzing and feeling of it keeping them awake. The caller has had the therapy turned off for probably 3 months because they've tried all theprograms and levels, and nothing has worked for them. The patient added that they never really contacted their hcp about their symptoms and programs not working; they just turned off the device and considered it not working. The patient was redirected to their healthcare provider to further address the issue and discuss other programming options. Caller mentioned they have an appointment with their managing healthcare provider next month.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that all of the installed programs 1-7 are very uncomfortable. They added 2 additional programs, which seem to be much better. New program 1b added. Patient have a follow up date at the clinic for july if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.